Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that they were hospitalized on with a blood glucose level of around 40 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated that the insulin pump over delivered insulin to their body. The customer did not provide the date of the hospitalization. The customer stated that they had 111 units in their reservoir, but when they changed their reservoir the insulin pump stated that they only had 57 units left. The customer feels there is a problem with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.